Event description:
It was reported that the vascular stent was found to be twisted immediately after placement in the sfa. No intervention was performed. The patient will be monitored. There was no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.